Event description:
A trilogy 200 ventilator, u.s.a. - bt was returned to the manufacturer for recertification. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 200 device failed the leak test step during evaluation at the manufacturer¿s service center. The root cause was determined to be a hole in the tubing. The device¿s tubing was replaced to address the test failure. After the repair the device passed all testing.